Manufacturer narrative:
Additional information: g3, h3, h6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found a worn mono 1 receptacle, with no other visible damage to the rest of the front or back chassis. The unit demonstrated proper sealing operation during testing. The issue was resolved by replacing the monopolar 1 receptacle. It was reported that sealing was inadequate with evidence of energy delivery and end tones heard and seal cycle errors were also noted. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of monopolar 1 receptacle was found to be worn. The most likely cause for this condition was traced to component failure. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:50080246x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter after laparoscopic appendectomy procedure, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). Seal cycle errors were also noted. The issue led to severe bleeding to the patient on multiple locations of the body. Reoperation was done to stop the bleeding and hospitalization was extended.

Event description:
According to the reporter after laparoscopic appendectomy procedure, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). Seal cycle errors were also noted. The issue of partial seal led to severe bleeding to the patient on multiple locations of the body after surgery. Reoperation was done to stop the bleeding and hospitalization was extended.

Manufacturer narrative:
Correction: b5, h6 (frd, imf and fdp codes were updated). Additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.